Event description:
A malfunction was reported by a customer when their pump got wet, leading to multiple occurrences of malfunction code 12 being displayed. There was no reported impact on the customer's blood glucose level. The pump was replaced to resolve the issue, and the customer will use current pump for insulin therapy until the replacement arrives.